Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision due to pain and loosening.

Event description:
Revision due to pain and loosening.

Manufacturer narrative:
Section h10: h1: the engineering evaluation reported in the experience was likely the result of femoral loosening, possibly worsened by the reported synovitis and cavitary loss in the medial femoral condyle, which led to persistant pain.

Manufacturer narrative:
The engineering evaluation reported in the experience was likely the result of femoral loosening, possibly worsened by the reported synovitis and cavitary loss in the medial femoral condyle, which led to persistant pain. Corrections were made to the following section(s): brand name, common device name (common device name), (catalog and serial and removal of exp.date), and device manufacture date.

Event description:
Revision due to pain and loosening.